Event description:
The device seemed to get stuck on the plug, not allowing all steps to be completed. This is what the patient safety report said: routine end of case vascular closure device deployment. After inflation of device balloon, doctor attempted to pull back sheath leaving vascular closure plug and balloon. When attempting to remove sheath the inside supporting straw/plug/balloon were removed as well, rather than being left behind at arteriotomy site. Mynxgrip company representative was contracted following the case.